Event description:
In 2001, the devices were implanted. In the beginning of 08/2004, pt complained of pain in the left leg. X-rays revealed breakage of the prosthesis from the metaphysis to the diaphysis part. The devices were removed in 2004.